Event description:
It was reported on 05 june 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at the anterior and posterior leaflet segments (a2/p2). During preparation of a second mitraclip, the first clip was observed to have single leaflet device attachment (slda) involving the posterior leaflet. Per the physician, the posterior leaflet may have torn. An attempt was made to deploy a second clip to stabilize the slda clip; however, deployment was unsuccessful due to inability to adequately grasp and capture the leaflets. The clip was subsequently removed from the anatomy, and the procedure was aborted. Post-procedure, the mr remained unchanged. No clinically significant delay was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, the cause of the reported incomplete coaptation - single leaflet device attachment (slda), cannot be determined. The reported mitral valve insufficiency/regurgitation (mr) and tissue injury appear to be cascading effects of the reported slda. Mr and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.